Event description:
Device evaluation summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths consigned hotline 3 fluid warmer 115v complaint of leaking water was confirmed. Wear and tear on device, reveals damage to fitting drain, enclosure, front cover and line cord. During testing the leaking was duplicated. Action was taken to replace water tank cover. Summary of repairs included: pm performed. Replaced water tank cover due to leaks. Replaced drain fitting, enclosure, front cover, line cord, and switch label due to visual damage.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking water. There were no reported adverse events.